Manufacturer narrative:
Date sent: 03/21/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the staples formed, but during an internal inspection transanally, there was a small hole in the middle. A cdh was fired, donuts were checked (they were complete 360 rings) and an air test was completed. Five days post op, the patient had a pelvic collection and a leak. The patient was scoped and an endo sponge was inserted to assist with the leak. Patient is still in hospital.